Event description:
It was reported that during a coronary stent procedure, in which multiple guiding catheter exchanges were performed, the tip of the guiding catheter separated and remained in the patient. Attempts at retrieval were unsuccessful, and the physician elected to secure the tip in place with a second stent placed proximal to the first stent. The patient was subsequently returned to the cath lab on 05/20/99. Fluoroscopic examination revealed the distal stent had occluded and the patient was sent for bypass surgery. It appears the occlusion is not related to the guide catheter tip. The patient status is listed as "okay".